Manufacturer narrative:
Event description: as reported, a hair-like foreign matter was found inside the packaging of a guardia¿ access embryo transfer catheter by a distributor. The device did not make patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), specifications, and the instructions for use (IFU). One guardia access embryo transfer catheter was returned for investigation. Visual examination noted a brown fiber loose inside the sealed package, near the bulb tip of the guide catheter. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of the product manufacturing specifications determined that the current controls are sufficient to identify this failure mode by inspecting the device prior to device distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, the product to ensure no damage has occurred. It was determined the device was manufactured out of specification due to a packaging operator error. The appropriate personnel have been retrained. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a hair-like foreign matter was found inside the packaging of a guardia" access embryo transfer catheter by a distributor. The device did not make patient contact. A section of the device did not remain inside the patients body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.